Event description:
Pt recently returned from europe; 3 known subtherapeutic inr's noted in past 2 months. Ldh range normally 180-250. Admitted (B)(6) 2019 for low flows of 0.7 with ldh 665. Emergently taken to operating room for heartware removal. Thrombus noted in left ventricle and lvad pump upon removal of pump. Thrombus removed from left ventricle and heartmate 3 implanted.